Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: corrected data: 2 previously reported events are included in this follow-up record. Product return status: 2 devices were received for evaluation. Evaluation status: 2 events were confirmed during testing. 2 devices were found to be affected by a loose drive link on the blade mount base. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device broke. There was patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 events were reported for this quarter. 1 device was received for evaluation. 1 event was confirmed during testing. 1 device was found to be affected by damaged components. 2 devices are available for evaluation but have not yet been received. 1 device was not available to stryker for evaluation. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device broke. There was patient involvement; no patient impact.